Event description:
The reporting surgeon provided additional info stating the pt feels he is seeing the edge of the intraocular lens.

Event description:
A surgeon reported that a pt is seeing white arcs of light following implantation of an intraocular lens (iol). The device remains implanted. The association between this event and the iol is not known. Additional information has been requested.